Manufacturer narrative:
E1: patient city: (B)(6). Patient country: puerto rico, us.

Event description:
Reference number (B)(4). Event occurred in the puerto rico, united states. It was reported that the patient faced infusion set flow blocked alarm event on (B)(6) 2026 which led to hyperglycaemia. The blockage was in the tubing. The patient got treated with insulin injections. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.